Event description:
It was reported that this device was explanted due to unknown product performance issues. Device was returned and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
Device was returned and analyzed. S no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 was used to capture the patient undergoing surgical intervention to explant the device. Unable to confirm the as reported observation with testing of the product return. Therefore, the investigation conclusion code is no problem detected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted due to unknown product performance issues. No additional adverse patient effects were reported.